Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device indicated end of life (eol) and there was possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.